Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a proglide device after a percutaneous transluminal coronary interventional procedure. Reportedly, after the plunger and needles were retracted the sutures broke. Hemostasis was achieved using manual arterial compression. There were no adverse patient effects. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that a posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs and undamaged posterior needle, indicating no engagement between the two components. The posterior needle tip was ejected from the needle shank, but remained undisturbed, suggesting that the posterior needle was deflected away from the posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as designed. The posterior cuff miss would result in a failure to retrieve the suture, which could appear very similar to the reported suture break during plunger retraction. The reported product experience is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. No manufacturing or quality deficiency was detected as a result of this investigation. During lab testing the plunger was inserted and the needle trajectory and push mandrel travel met the manufacturing criteria. During manufacturing the needle trajectory of every device is verified twice. Based on the testing results of the device needle trajectory in the lab and during manufacturing, the most probable cause for the posterior cuff miss was determined to be related to the operational context during use of the device. Review of the finished device history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.